Event description:
Same case as MDR# 6000093-2006-02016. It was reported that following a coronary artery drug eluting stenting treatment procedure, there was thrombosis. At a different hospital, two taxus express2 drug eluting stents were implanted in the left anterior descending (lad) artery in 2005. The size of the stents is unk. The pt was continued on plavix for nine months and at that time was "discontinued due to a stable condition". Post this procedure, the patient presented to the reporting hospital with chest pain and an acute myocardial infarction. Thrombosis was found in the proximal to mid left anterior descending (lad) coronary artery. This was treated with balloon angioplasty using a 2.5x20mm maverick balloon. The pt was prescribed integrilin and plavix. During this procedure, the patient was found to have a lesion in the circumflex (cx) and a lesion in the right coronary artery (rca). Two days later the cx was treated using a 2.75x12mm taxus express2 stent and the rca was treated using a 2.5x16mm taxus express2 stent. The patient was discharged to home in stable condition and prescribed plavix and integrilin. It was reported that the patient's lab values did not show any evidence of a hypercoagulable disorder.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.